Manufacturer narrative:
The product has been received for analysis. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement cause by twiddlers symptom. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement cause by twiddlers symptom. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous.